Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2000 ohms. It also reported that there were high pacing threshold measurements along with non-detection. Additional information was obtained and indicated that the lv lead was presumed fractured since the high oor pli measurements were observed in all pacing configurations. This lv lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.